Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-6- passed expiration date. (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved, they are no longer experiencing symptoms and no medical attention was required. She ran her blood later yesterday and the blood was 253mg/dl she felt so much better.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The customer is concerned with the result of hi mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room area. The test strip lot manufacturer's expiration date is 07/31/2017 (expired) and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer did tell me she does not do her blood sugar tests very often only when she thinks about it and has not done her blood sugars for over a week but has not been feeling well for several days and if also eating a diet high in sugar. I advises to seek medical help but she says she does not have a ride until 6pm. Also using expired test strips